Manufacturer narrative:
(B)(4). The device was not returned for analysis. It may be possible that the balloon interacted with anatomy or associated devices causing damage to the outer surface and resulting in balloon rupture; however, this could not be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the basilica vein. An 8.0x40mm armada 35 stent delivery system was advanced to the lesion; however, the balloon ruptured during first inflation at nominal pressure. The procedure was successfully completed with a non-abbott device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.